Event description:
It was reported that a lead warning was triggered due to high impedance on the patient's right atrial (ra) lead. The ra lead also exhibited high thresholds, no capture, far field r-wave (ffrw) oversensing, and was possibly fractured. The ra lead was programmed off as the physician decides a course of action. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).